Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead exhibited "high thresholds on trend, but tests were in the setting of frequent atrial undersensing." The ra lead exhibited low amplitude p-waves "noted in the setting of atrial fibrillation (af)." Reprogramming was conducted and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.